Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would turn off after a few minutes of use. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse discovered an old serial adapter and null modem cable were connected to the vent serial port and had the customer remove them but this did not resolve the issue. The rse then reviewed the event logs and found no vent inoperative or check vent codes logged. The rse advised the customer that they would send to the field to possibly implement field change order to resolve the issue. Investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) then went onsite and confirmed the reported issue. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.